Event description:
It was reported the customer had recurring unexpected restart alarms and signal too low alarms. Customer stated they did not store their insulin pump for an extended period of time. The customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No alarms were noted on the pump. The pump passed the self test and error test. The pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.